Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone boot around the jaws started to come off. Nothing was left behind inside the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was detached at the tip and center of the cold jaw. The silicone remained attached at the base of the cold jaw. Upon observation the hot jaw was observed to be intact. Tissue and charred material were observed on the jaws. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for ¿peeled jaw¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone boot around the jaws started to come off. Nothing was left behind inside the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone boot around the jaws started to come off. Nothing was left behind inside the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.